Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported their non-rechargeable device only lasted one year and then depleted. It was replaced due to battery depletion. Relevant medical history includes spinal pain.